Event description:
It was reported that during a low anterior resection procedure, the device was fired but the staples did not fully form. They opened a different type of stapler to complete the procedure. There was no pt impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.